Manufacturer narrative:
Sections with additional information as of 14-jan-2021: h10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Visiting nurse is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced e-5 error using meter. The customer's expected blood glucose test result fasting in the morning and at night is 300 mg/dl; customer does not test during the day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was not reviewed for previous test result history and the customer was not concerned about any results. Nurse declined further troubleshooting and declined to provide any further information.